Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in history file. However, the unit passed rewind, basic occlusion, prime and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor position encoder error alarm. The customer's blood glucose was 166 mg/dl at the time of incident. The insulin pump will be returned for analysis.